Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. The joints were re-implanted and the screws were discarded, therefore no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Based on the information provided, the implants were removed so bone could be removed then re-implanted; there is no indication of a product problem. Report one of four for the same event, reference 1032347-2015-00448 through -00450.

Event description:
A tmj revision due to ankylosis was reported. The tmj implants were implanted sometime in 2010, the exact date is unknown. During the revision surgery the implants and screws were explanted and bone was removed, the implants were rinsed in antibiotic solutions and were re-implanted with new screws. The screws were discarded by the facility; the part and lot numbers are unknown. It is reported before the revision operation the patient could open their mouth approximately 1 cm; after the operation the patient could open their mouth approximately 4 cm. The patient is in good condition and he has recovered from operation well.